Event description:
It was reported that the patient required external cardioversion during an implant procedure to add a right atrial (ra) lead to a previously implanted bi-v implantable cardioverter defibrillator (ICD) system. While performing dft testing with the bi-v ICD, the device was unable to covert the arrhythmia with a full energy shock, and the patient needed to be externally cardioverted. The device was removed and a different, higher output, device was implanted without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.